Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The fsr found the battery charge led was not illuminated, even though the unit was plugged into wall outlet. The fsr found the batteries were depleted and one of two fuses where the 120 volts alternating current (a/c) enters the battery module was open. The fsr replaced the batteries and installed a new fuse and verified all battery and charging operations. The battery module and centrifugal are now functioning properly. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation. During the laboratory evaluation, both batteries were received in severely depleted condition but did properly re-charge. The returned alternating current (a/c) input fuse was blown. (A blown input fuse may occur due to high inrush current, if the centrifugal controller is connected and the batteries are depleted when a/c power is applied to the charger. A blown fuse also results in no charger led illumination). There was no damage or physical anomalies observed upon receipt of batteries. Per the product surveillance technician (pst), the returned fuse appears blown. The returned fuse measures open (blown) using a digital multimeter (dmm). The batteries measured 0.04 volts direct current (vdc) and 0.3 vdc upon receipt (severe depletion). These are not typical readings of batteries of this type (11.4 vdc or higher is typical for discharged batteries of this type). Conductance measurements were not available for either battery initially, due to their low voltages (the conductance meter requires approximately 11.75 vdc to obtain this reading). The pst attached device under test (dut) batteries to lab-use only (luo) delphin battery (charger) and powered on. After charging for 26 hours, the charging led had begun flickering as expected which indicates full charge. A/c power was removed and the switch placed in the ¿connect¿ position. The panel meter confirmed full charge was available. The battery voltage readings were both 13.1 vdc (typical). This demonstrates that the batteries accepted charge even though they were received in a state of severe depletion. After two hours of test time, the batteries were at 11.6 volt (v) and the meter was just below 50%. Batteries exceed minimum load test requirements. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery charge light emitting diode (led) was not illuminated. There was no patient involvement.

Manufacturer narrative:
As per script answers, the field service representative (fsr) found zero ¿run hours¿ since last inspection. This machine is a backup to a system 1. Fsr assumes it is rarely used, and according to the ¿run hours¿, it was not used after (B)(6) 2015 (the previous inspection). It is plugged into wall power continuously, and therefore it is normally charging continuously. As per service history record, returned batteries were installed on (B)(6) 2015 and they were within their life span of three years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.